Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt). Product problem(s): "open gas bottle messages" (device displays error message). A technician reports several messages to open arf bottle. The laser was producing an arf low pressure warning. No pts were involved when the issue was noted, no flaps were made and eyes were not prepped. No pt impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).